Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation outcome. It was reported that the device fan is defective, the check valve and leak test also fail. It is important to note that no patient was involved; therefore, no clinical impact occurred. The most likely root causes is a mechanical failure within the fan and a defective check valve assembly. As corrective actions, the fan and the check valve assembly were replaced. Following replacement of the components, the device was fully calibrated and confirmed to function as intended, after which it was returned to use. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device failed for the check valve and leak tests. The fan is defective". The issue did not result in any patient harm. When a ventilator device doesn¿t start-up that could lead to desaturation (spo2 80-87%) what makes this case reportable.